Event description:
Major pump unit(s) involved: external control system failure;loss of fill signal on lvad.specific component(s) involved: external controller malfunction;electric signal cable.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller; changed console and electric cable.implant device type: both (in the same or visit).malfunction device type: both (in the same or visit).

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.